Event description:
Every system in rptr's body is shutting down; this includes but is not limited to; her immune system, central nervous system, sensory perception system, short term memory loss, undiagnosed pain & problems of the joints, & respiratory problems-all due to silicone implant poisoning.